Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pause in ventricular pacing every hour. The device is scheduled to be reprogrammed. No further patient complications have been reported as a result of this event.